Event description:
It was reported that 2 bd saf-t-intima¿ IV catheter safety systems had blocked ports/lines and the tubing separated from the adapters during use. This complaint was created to capture 1 of 2 related incidents. The following information was provided by the initial reporter: "port/line appears to be blocked......it would not work and they are easily coming out. Happened yesterday (B)(6) and the day before. 3 butterflies total but twice with one resident."

Manufacturer narrative:
Investigation: a device history review was conducted for lot numbers 7327626 & 7301740. Our records show that this is the only instance of this issue occurring in either production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 2 bd saf-t-intima¿ IV catheter safety systems had blocked ports/lines and the tubing separated from the adapters during use. This complaint was created to capture 1 of 2 related incidents. The following information was provided by the initial reporter: "port/line appears to be blocked......it would not work and they are easily coming out. Happened yesterday 4/2 and the day before. 3 butterflies total but twice with one resident".